Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that there was a chip on the battery compartment of insulin pump. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.